Manufacturer narrative:
The insulin pump was not in manufacture mode. The pump passed the sleep current measurement, active current measurement, and displacement test. The power management tool confirmed pump error alarms were triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to resistance issue at a connector. After disconnecting and reconnecting the internal battery connector the pump functioned properly. No unexpected power error alarms noted during testing. The pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed power error detected. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the customer was guided with steps to resolve the issue. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.